Event description:
As reported by the user facility: (B)(6). Incident date: (B)(6) 2013 between 1515 and 1615. Propofol was being infused. Staff states that the set infusion rate was 25 mcg/kg/min or 14.25 cc/hr. The staff statement was, "a larger dose than what was programmed was administered to the pt." A new bag was hung at 1515. It was a 60 ml bag. The nurse noticed that bag was dripping at a fast rate. Immediately following the concern the IV was stopped and the line removed. The bag had 15 cc left in it when they noticed this. The pt was an intubated pt on ventilator. No pt injury. The staff stated that they tested the pump with IV running into a cup for ten minutes. The IV was set at 14.25 ml/hr and after 10 minutes the cup had 36.23 ccs in it. Ref MFR report: 9610825-2013-00078.